Event description:
On (B)(6) 2012, a company representative reported that the pt's infusion device displays error messages and shuts off and he has experienced elevated blood glucose levels for the past month. Follow-up with the pt revealed that his device had been shutting down randomly without first displaying an error or alert message. The pt has switched to insulin injections to manage his diabetes. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump. The battery cover passed the optical inspection.